Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. An interior inspection was performed and the inspection passed. A review of the downloaded receiver log did not find any issues related to the customer complaint. Functional testing and a manual drop test was performed and the tests failed, confirming the reported event of no audio output. The root cause was determined to be a defective speaker.

Event description:
Foreign distributor contacted dexcom technical support on (B)(6)2015 on foreign patient's behalf to claim no audio output on (B)(6) 2015. The foreign distributor claimed testing of the alert functionality prior to contacting dexcom technical support and reported tone alerts were not functional. At the time of contact the foreign distributor did not report any injury or medical intervention.